Manufacturer narrative:
Analysis found that the front and rear housing panel are cracked. There was a connection failure due to defective bottom pwa pcb/ power pcb. There was a failure during the 32 calibrated traces test due to defective front end pcb. The parts have been replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the preamplifier was not working properly. There was no patient impact.